Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: fi-491436, t6 hexalobular drive ao 2.0mm, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01195.

Event description:
It was reported during an initial surgery in approximately four (4) months ago, the staff informed the sales rep the ao driver used to place screws in the explor radial head plate keeps breaking. No additional information available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.